Manufacturer narrative:
On 05 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: radiologic images show the presence of a loosened insert fixation screw. This event may be caused by insufficient tightening torque but the real cause can't be determined. The position of the screw is away from articular surfaces and therefore, at present, it should be harmless, but immediate removal is strongly recommended. During arthroscopy visual inspection of articular surfaces can be performed in order to evaluate possible damages. No negative consequences should be expected for the insert fixation in absence of the safety screw. Additional information received on 11 january 2017 and includes: the revision was successfully performed on (B)(6) 2016. Additional information received on 12 january 2017 and includes: the screw was only unscrewed, not broken batch review performed on 17 january 2017. Lot 112790: (B)(4) items manufactured and released on 24 january 2012. Expiration date: 2016-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Unscrewing of the insert screw. The surgeon planned to remove the screw with arthroscopy.